Event description:
Per (B)(4) adverse event report, dislodgement of this lv lead was noted. This lead was explanted and replaced with a competitive lead. Should additional info becomes available, this event will be updated.